Manufacturer narrative:
.

Event description:
The hcp reported the patient complained of "electrical, throbbing, burning" deep pain and hip irritation (posterior placement of battery pack). The area was tender to touch; however, the sight appeared well healed and the battery pack had not moved. The hcp stated the patient was expecting 100% improvement; to which he replied that was not a realistic expectation. The company representative adjusted and programmed her stimulator. The patient continued to complain of increased pain. She attended physical therapy and was complaining of stiffness in the neck; however, she had better cervical range of motion.